Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root cause of the reported phenomenon could not be identified. [Consideration] it was not possible to determine the cause of the reported phenomenon from the investigation results. The investigation results were shown below. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Repairs for the subject device was conducted most recently on november 29, 2019. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4) and it was duplicated the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the camera was connected during the preparation for use. There was no patient injury associated with this report.